Event description:
It was reported that the patient presented in clinic for pulsed field ablation (pfa) atrial fibrillation (afib) ablation. Upon completion of the procedure, interrogation revealed the device had gone into software reset. An error code window was observed. The issue was resolved via reprogramming in clinic. There were no reported patient consequences.